Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of the sponge detached. Block h11: investigation results: the device was not returned for analysis. However, based on the photo provided by the customer it can be observed the label information of the device and the sponge detached from the device. Therefore, the sponge detachment is confirmed. Based on the available information, the most likely cause of the reported issue of sponge detachment cannot be determined due to insufficient evidence. The product was not returned for analysis, preventing any assessment of potential defects. Although the customer submitted a photo showing the device label and the detached sponge, the absence of a thorough evaluation means the underlying factors contributing to the issue remain unknown. Therefore, the most probable cause is cause not established. A risk review was completed and confirmed that the event of "sponge detachment of device or device component" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the sponge within the biopsy cap detached and was lodged in the scope. It was removed in the cleaning room. The procedure was completed with a new scope and rx locking device. There were no patient complications reported as a result after this event.